Manufacturer narrative:
On 05-sep-2024, mentor received additional information about the event. The explantation surgery scheduled for (B)(6) 2024 has been postponed until (B)(6) 2024. D6b explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2024, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2024. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 09-dec-2024, mentor received additional information about the event. The explantation surgery scheduled for (B)(6) 2024 was cancelled. An updated explantation date was not provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-apr-2025, the mentor failure analysis lab received the device for evaluation. On 02-may-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted within the crease on the anterior view measuring approximately 0.3 cm the evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 25-feb-2025, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2025. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation date: (B)(6) 2025 manufacturer¿s reference number: (B)(4).